Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2011 during use the atrial lead exhibited impedance issue, past data confirmed that leak had been noted, the lead remained in use, and detailed information is unavailable. It was further reported in 2016 the atrial lead exhibited low impedance, and remains in use. No patient complications have been reported as a result of this event.